Event description:
A customer observed positively pt results while using lot 1110 of the troponin I assay. The results were reported but questioned by the physician. Elevated results of the magnitude obtained may lead to inappropriate physician action. There was no report of pt harm as a result of this event.